Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 390 mg/dl and 311 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 390mg/dl, (B)(6) 2015, 08:29am; 210mg/dl, (B)(6) 2015, 07:50am; 236mg/dl, (B)(6) 2015, 07:39am; 276mg/dl, (B)(6) 2015, 10:10pm; 150mg/dl, (B)(6) 2015, 02:01pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 390 mg/dl and 311 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.